Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported bias current error was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion was found to be affecting the motor, which can lead to the reported event.